Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that there was terrible noise on the ventricular channel during implant procedure. The lead was explanted and replaced. There were no adverse consequences to the patient.